Event description:
During the index procedure the patient had 2 endeavor sprint drug-eluting stents implanted in the rca. It is reported that the patient suffered an mi approximately 18 month's post index procedure. Investigator has assessed that the event was not related to the study device. The patient recovered with treatment. On the same day the patient suffered a gi bleed. Investigator assessed that the event was not related to the study device. The patient was treated with medication.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction and gi bleed). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction and gi bleed). (B)(4).